Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2018, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.